Manufacturer narrative:
Concomitant products: patient medications include protonix, nebivolol, hydralazine, and aspirin. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2015, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis to treat a distal descending thoracic aortic aneurysm. Prior to the procedure, the patient reportedly underwent debranching of the celiac, superior mesenteric, and renal arteries. On an unknown date, computed tomography scan reportedly revealed a type ii endoleak originating from the celiac artery. On (B)(6) 2015, the patient underwent coil embolization of the celiac artery. The endoleak was resolved, and the patient tolerated the procedure.